Event description:
It was reported that there were flames from the back of the system where the power connector goes into the system. The flames stopped right after the unit was unplugged. There was no need for an extinguisher. There were no injuries reported.

Manufacturer narrative:
Legal manufacturer: hcs wuxi - no. 19 changjiang road national hi-tech dev. Zone china wuxi jiangsu, 214028. D2 common device name: system, imaging, pulsed doppler, ultrasonic. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
H3: ge healthcares investigation has been completed. The logiq e r7 system receives power through a docking cart connector when mounted. A short-circuit occurred between the dc 20v and ground pins on the docking connector, resulting in burn marks on both the cart connector and the logiq e console receptacle. No design or manufacturing defects were found, but signs of liquid residue and dust were observed near the affected area. The short-circuit was attributed to conductive liquid ingress into the connector, not to mechanical damage or misalignment, as positioning pins remained intact and undamaged. Although the customer reported a broken handle and suspected it caused an arc, simulation tests confirmed that the systems design prevents tilting or loose connections. The root cause was determined to be environmental contamination, specifically liquid intrusion, and not a failure of gehc product design or quality. No further actions are planned by gehc.